Event description:
In this event it has been reported that promark measuring cable gave incorrect measurement. No patient injury.

Manufacturer narrative:
In this event it was reported that a propex apex locator provided incorrect measurements; no injury resulted. While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.